Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2022. During the procedure, when the physician was preparing for the treatment, it was found that the device could not deploy bands off of the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. The patient had a mild bleeding and the physician resolved it quickly. It was speculated that the mild bleeding was resolved by the second speedband superview super 7.

Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.